Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they had programming issues and had a hard time charging the implant. Patient reported that they needed to get in touch with a representative to get the implanted neurostimulator up and running and reprogrammed. Patient stated that they had a lot of problems with the unit and that they knew that they need to start to try to recharge the implant again since it had been dead for almost 8 months now, maybe more. Patient stated that they also had another stint before that where the implant was dead for about a year and they recharged the implant and tried to see a representative, but there were some problems with that and it never got properly reprogrammed after that due to their transportation situation at the time. Patient stopped using the implant because it was causing them problems and that the programs were doing more harm than good; patient confirmed the programming caused pain. Patient shared they had gained weight and potentially that was a reason as to why they had a hard time connecting to the implant. The patient was redirected back to their healthcare provider to further address the issue and to meet with a manufacturer representative in person for reprogramming, and to look over the equipment.